Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint attachment lists ¿simultaneous deployment¿. The device is in used condition. T1, t2 and suture were returned. T1 suture is cinched around anchor lengthwise through the v notch. This would inhibit proper fixation through the meniscus. There is slight bow and twist of the delivery needle. IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Functional testing confirmed that the device cycled and actuated normally. No mechanical problem was found with the device returned. No further investigation is warranted. The root cause of this event was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that both anchors deployed simultaneously. A backup device was available to complete the procedure with no reported delay or patient impact.